Event description:
It was reported that the ventilator had a defective power management board. Additional information about the event has been requested. There was no patient involvement.

Manufacturer narrative:
G4: 10jul2020 b4: (B)(6)2020 the initial report was submitted in error. This event was reported on reporter file number: 2031642-2020-01336. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
It was reported that the ventilator had a defective power management board. Additional information about the event has been requested. There was no patient involvement.